Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device remains implanted in patient.

Event description:
It was reported that screws from the stryker luhr product category were used in a procedure. Although, there was no reported failure of the device, the initial reporter stated that the patient had alleged health issues after the surgery had taken place.